Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead wire coiled behind the ins and some how slipped to the front of the ins, was moving the ins, and it got twisted. A month and a half later, the hcp went back in and redid the wire to fix it, so the hcp went under the muscle to make sure the lead did not slip. The revision fixed the issues. It was also reported the patient was getting their right side ins replaced with a rechargeable device due to battery depletion. The patient noted they have high settings. No patient symptoms or further complications were reported.